Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: gender, age, weight, bmi at the time of index procedure male (B)(6). What was the name of the procedure? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. What date did the patient present with inflammation (# of days post-op)? 3 days. What treatment was provided for the symptoms? The suture was removed discontinuously. Was the suture removed in the office? Unk. Was the suture removed in the operating room? Unk. Was additional suture used to close the wound? Unk. If applicable, will product be returned, return date, tracking information unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Patient is allergic to the suture. What is the patient¿s current status? Unk.

Event description:
It was reported that a patient underwent and unknown procedure on an unknown date and suture was used. Three days after the procedure, the patient experienced post-op inflammation. It was reported that the patient experienced redness, swelling and pain on the incision after sewing up the wound. The suture was removed discontinuously. Gradually the patient's condition changed better. The surgeon opined the patient was allergic to the suture.